Manufacturer narrative:
The reported event for no ipg communication was confirmed. It was determined the device was running the service application software. Per event details, the ipg would not communicate with the patient controller (pc). The patient did not report having any procedures prior to no ipg communication. Since the device entered the service app state on (B)(6) 2024, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. Since the device had a crc error, functional testing could not be performed, and a more thorough analysis could not be performed.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Date of implant was (B)(6) 2023 instead of (B)(6) 2022.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.